Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak underneath the needle. Troubleshooting was declined for the reservoir leak. The customer¿s blood glucose level was 158 mg/dl at the time of change sensor. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling.